Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 176 mg/dl on (B)(6) 2020. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Customer lost consciousness and required assistance addressing bg level with glucose gels and boosters. Customer alleged pump did not deliver insulin as intended. Reportedly, the pump resumed insulin after the customer had manually suspended insulin. Reportedly the customer reverted to manual injections for insulin therapy.